Event description:
It was reported that, during an ukr surgery, the femoral impactor cracked and broke. A back-up device was used to finish the procedure. It is unknown if surgery was delayed. The patient was not harmed.

Manufacturer narrative:
The reported device, used for treatment, was not returned to the complaint unit for evaluation, thus visual inspection and functional testing could not be performed. It was reported that the impactor head cracked and broke. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not made available for evaluation. A factor that could have contributed to the reported event includes the impactor not being able to withstand the impact stress applied by the surgeon resulting in mechanical component failure.